Event description:
Cramping and high blood presure in pregnant lady.

Manufacturer narrative:
Somatics received the report, mw115640 from the FDA on 15 march, 2023. This report mentioned a pregnant lady receiving multiple drug treatments and ect treatments. There were no injuries described and there were no serious adverse events reported per the FDA guidelines. We are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803. Somatics considers this report closed.